Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp 20d 3ss cv pump's pri tubing was found disconnected. The following information was provided by the initial reporter: "unexpected return customer sent in. One used pri tubing identified to be 2426-0007 lot unknown (blue cap on distal smartsite)".

Event description:
It was reported that the as lvp 20d 3ss cv pump's pri tubing was found disconnected. The following information was provided by the initial reporter: "unexpected return customer sent in one used pri tubing identified to be 2426-0007 lot unknown (blue cap on distal smartsite)".

Manufacturer narrative:
An unexpected return was provided from the customer. No additional details. Received one used primary set 2426-0007 lot unknown. A note provided from the customer stated ¿tubing broken during use. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and their components. Visual inspection observed that the silicone segment (p/n 12088541) was completely separated from the upper fitment¿s outlet port (p/n tc10008721). The ring retainer (p/n 601316-000) was received attached from the silicone tubing and did not show that the ring was misaligned, indicating that it had been correctly assembled onto the set. No damages were observed on the upper or lower fitment. No other anomalies were observed. Dimensional testing was performed on the upper fitment. The first tapered outside diameter at the top of the nipple area which is inserted into the silicone segment tubing measured 0.163¿, within the specification of 0.162¿ +/- 0.002¿. The bottom tapered outside diameter of the nipple area measured 0.168¿, within the specification of 0.168¿ +/- 0.002¿. The innermost dimension of the retainer ring measured 0.1935", within the specification of 0.1935¿ +0.0010" / - 0.0005". The inside diameter of the silicone segment measured 0.130", within the required specification of 0.129" to 0.132". Functional testing could not be performed due to separation and that an obvious leak would occur. Equipment used (measurement and testing performed on 19sep2020). Calipers, eq02784, calibration due date: 19dec2020. Optical ram-cnc, eq08204, calibration due date: 05feb2021. A device history record could not be performed due to no lot number was provided by the customer. The customer sent in an unexpected product return with no additional information. The customer¿s experience was identified as a silicone tubing separation from the upper fitment at the pump segment. The root cause of the separation was not definitively determined. However, it is possible that the silicone was stretched at some point during use beyond the 3.4 pounds of retention specification between the silicone segment and the set¿s upper fitment during use. H3 other text : see h10.